Manufacturer narrative:
A follow-up report will be filed when the investigation has been completed. (B)(4).

Event description:
Customer reported flipped image right/left on axial CT and mr images during examination of patient images. There was no reported patient injury associated with this event.